Event description:
It was reported that the pump's usb port was cracked resulting in difficulties charging the pump. The customer's blood glucose (bg) level was 36 mg/dl. Customer addressed low bg by consuming carbohydrates. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.